Event description:
It was reported that following a pump replacement patient did great that night, however the next morning she had been getting progressively sleepier. Per the reporter she had been sleeping all day and was also nauseated. Patient was seen in the physician's office on 2011 (B)(6), and was admitted to the hospital for observation. Drug delivered via the pump was morphine 10mg/ml at a daily dose of 2.598mg/day. A follow-up report will be sent when additional information becomes avaialble.

Event description:
Additional information: on (B)(6) 20011, signs of an overdose were reported. The following day, the patient was seen in the physician's office. The pump was decreased and the patient was admitted to the hospital. While waiting for a room to open up the patient was unable to empty bladder and had to be catheterized for a number of days. (B)(6), the patient was not cognizant and non-responsive. A CT scan/MRI were ordered and the neurologist thought that the patient had developed pres syndrome (posterior reversible encephalopathy syndrome). A seizure was also reported on this day. The patient had live in care for 5 months and now has various people come in to drive and cook for her. The cortical blindness was still present. Per the reporter, the current pump was working fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that they believed the issue was not related to the pump. The hcp concluded that the patient had an unrelated syndrome called: posterior reversible encephalopathy syndrome (pres), also known as reversible posterior leukoencephalopathy syndrome (rpls). The patient was treated for this and had "no further complaints," no further intervention was scheduled.